Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that a patient in respiratory care became anxious and exhibited an increased pulse rate, when the therapist inserted the device into the patient's breathing circuit. Concurrently, there was an increased peak airway pressure. All these effects reversed and returned to baseline, after the device was removed from the circuit. No subsequent adverse effects on the patient were reported.